Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via personal interaction that during an anterios cruciate ligament reconstruction procedure in the firing process, two implants simultaneously happened to come out of the truespan 24 degree peek. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. Additional information received from the affiliate reported the discharged implants were removed and another implant was utilized. It was also reported that the device will not be returning for evaluation.